Event description:
It was reported that a pump does not recognize when the door is closed. The customer stated that the pump alarms to close the door, when the door is already closed. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed that the force required to secure the door above expected levels, and a door not fully latched alarm was reproduced. Further evaluation found cracked threaded inserts from the front case which allowed separation between front case and mechanic assembly resulting in excessive force to close door. As a result, the front case assembly has been replaced.